Manufacturer narrative:
It has been reported to philips that there is an issue displaying images. The device was in clinical use at the time of the event. No harm to the patient or user was reported. There is no allegation of death or serious injury. Based on the results of the analysis, the problem was related to fetch service instability after reboot memory was wiped issue has been resolved. Based on the available information, this record is considered to be non-reportable. Note: evaluation results and conclusion FDA c-code has been updated.

Event description:
It has been reported to philips that there is an issue displaying images. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation for this complaint.